Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿ this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01429 / 01430 / 02276).

Event description:
It was reported that patient underwent a shoulder revision procedure approximately six months post-implantation due to dislocation. During the procedure, it was noted that the humeral bearing and locking ring were separated from the humeral tray. All components were removed and replaced.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Visual inspection of the locking ring found slight damage. A conclusive root cause of the event could not be determined.